Event description:
Complainant alleged that while attempting to switch from pacing mode to defib mode, in use on a pt (age & gender unk) the device inappropriately shut down. Complainant indicated that the clinician was able to obtain another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.